Event description:
It was initially reported that delivery of the liberte stent was "challenging"; however, this event was associated with the 2.25x20mm study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
The target lesion initially reported as located in the 1st left posterolateral and now corrected to be located in the right posterior descending artery.

Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The 90% stenosed target lesion located in the 1st left posterolateral was 15mm long with a reference vessel diameter of 2.25mm. Predilation was performed. The target lesion was treated with predilation and placement of a 2.25x20mm study stent. Post-dilation was performed. Residual stenosis was 0%. In (B) (6) 2010, immediately prior to the coronary angiogram, the patient experienced chest pain. Cardiac catheterization was performed. St elevation was noted and collateral circulation was observed in the right coronary artery (rca). After nitrolic ic, both electrocardiogram and the symptoms improved. Ischemia in the right coronary artery was revealed during the myocardial perfusion imaging. The physician implanted a 4.0x32mm liberte stent and dilated using a 4.5mm balloon. Although challenging, the device was delivered successfully after changing the main guidewire to a non-bsc guidewire. No injury was noted and the procedure was completed successfully with timi flow 3. In (B) (6) 2010, the patient experienced myocardial infarction (mi). No action was taken to treat the event. The patient made satisfactory progress after the procedure and was discharged 1 day later. "The patient is scheduled to be referred back to the referring physician once it is confirmed that there are no adverse reactions".